Event description:
It was reported that during an unrelated surgery the lead was inadvertently cut. The patient was provided with a temporary pulse generator and then the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.